Event description:
Additional information was received through technical service. The issue was a potency decrease. No system message was displayed.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. An alignment was performed on the system, and the optical cavities were cleaned. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to system alignment issues and dirty optical cavities. However, how and when the system became misaligned/dirty cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An engineer reported that the laser did not have enough power before surgery. There was no patient involvement. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).